Manufacturer narrative:
B5: it was re[ported during follow up that the patient has recovered from the event and all antibiotics treatment s were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b1: remove product problem (reported on initial) and change to adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The cause of the breach in aseptic technique was further described as due to the care taker was changed. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin (2gm, route , frequency and duration were not reported) for the event. On the next day, the patient was treated with gentamicin (20mg, route, frequency and duration were not reported) for the event. At the time of this report, the patient was recovering and remained hospitalized for the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available